Manufacturer narrative:
The reported events of failure to advance the guidewire and the "guidewire perforated the lead¿ were confirmed. As received, a complete lead without a guidewire was returned in one piece for analysis. The s-curve hump height was measured within specification. Visual inspection found bunching up of the inner coil and a hole on the lead body insulation at the distal region, which is consistent with a perforation from the guidewire. The guidewire insertion test was unable to be performed due to a bunched up inner coil found at the distal region, which is consistent with procedural damage the cause of the reported events were isolated to the bunching of the inner coil and the lead body insulation perforated by guidewire consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an implant procedure, the guidewire had difficulty advancing into the left ventricular (lv) lead. After multiple attempts, the guidewire broke through the lv lead. As a result, the lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.